Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and cyst ("cysts") in a (B)(6) year-old female patient who had essure (batch no. 664591) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's past medical history included overweight, hyperlipidemia, hypertension, irritable bowel syndrome, gerd and c-section. Concurrent conditions included metrorrhagia, hemorrhage, dysfunctional uterine bleeding, glandular breakdown, cervical dysplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017, ovarian cyst, endometrial metaplasia, benign fallopian tube neoplasm, cystic fibrosis, breast nodule and cholecystectomy. Concomitant products included acebutolol hydrochloride (sectral), bupropion hydrochloride, doxycycline hyclate, omeprazole, oxycocet (percocet), rosuvastatin (crestor) and valine. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), cyst (seriousness criteria medically significant and intervention required), palpitations ("blood or heart disorder/condition type: palpitations"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gaastrointestinal or digestive system condition disorder"), back pain ("lower back pain /middle back pain"), pain in extremity ("left leg pain /left foot pain"), musculoskeletal pain ("left shoulder pain") and arthralgia ("bilatral wrists pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (back surgeries, multiple cyst removals (vulvar, right breast)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, rash, migraine, abdominal distension, infection, cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, female sexual dysfunction, fibromyalgia, palpitations, tooth disorder, dysmenorrhoea, allergy to metals, nausea, vaginal discharge, dizziness, weight increased, fatigue, gastrointestinal disorder, back pain, pain in extremity, musculoskeletal pain and arthralgia outcome was unknown and the dyspareunia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, palpitations, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2010:the essure was placed without difficulty in the right tubal ostia with one coil protruding and four coils protruding on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Patient's current weight (B)(6) lbs. (B)(6) 2017:surgical pathology report:one adnexa consists of an ovary which measures 3.2 x 2,5 x 2.5 cm. Adhesions extend to the fimbriated end of the adjacent fallopian tube. On sectioning, the ovary shows numerous cysts, including an apparent corpus luteal cyst which measures 1.2 cm concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, concomitant drug laboratory data , lot number were added. Added event abnormal bleeding (vaginal, menorrhagia), urinary tract infection, vaginal infection, anxiety, depression, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, blood or heart disorder/condition type: palpitations, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, nickel allergy ,headaches, nausea, vaginal discharge, vision/eye problems type: dizziness, fatigue, weight gain, hair loss. Gastrointestinal or digestive system condition , lower back pain, left shoulder pain, bilateral wrist pain, she didn¿t undergo essure confirmation test. Updated outcome, onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (batch no. 664591) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included overweight, hyperlipidemia, hypertension, irritable bowel syndrome, gerd and c-section. Concurrent conditions included metrorrhagia, haemorrhage nos, dysfunctional uterine bleeding, cervical dysplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017, follicular cyst of ovary, endometrial metaplasia, benign fallopian tube neoplasm, follicular cyst of ovary, breast nodule and cholecystectomy. Concomitant products included acebutolol hydrochloride (sectral), bupropion hydrochloride, diazepam (valium), doxycycline hyclate, omeprazole, oxycocet (percocet) and rosuvastatin (crestor). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cyst ("cysts"), rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), palpitations ("blood or heart disorder/condition type: palpitations"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gaastrointestinal or digestive system condition disorder"), back pain ("lower back pain /middle back pain"), pain in extremity ("left leg pain /left foot pain"), musculoskeletal pain ("left shoulder pain") and arthralgia ("bilatral wrists pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, cyst, rash, migraine, abdominal distension, infection, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, anxiety, depression, female sexual dysfunction, fibromyalgia, palpitations, tooth disorder, dysmenorrhoea, allergy to metals, nausea, vaginal discharge, dizziness, weight increased, fatigue, gastrointestinal disorder, back pain, pain in extremity, musculoskeletal pain and arthralgia outcome was unknown and the dyspareunia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, headache, infection, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, palpitations, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details:17jun2010:the essure was placed without difficulty in the right tubal ostia with one coil protruding and four coils protruding on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Patient's current weight 170 lbs. 17aug2017:surgical pathology report:one adnexa consists of an ovary which measures 3.2 x 2,5 x 2.5 cm. Adhesions extend to the fimbriated end of the adjacent fallopian tube. On sectioning, the ovary shows numerous cysts, including an apparent corpus luteal cyst which measures 1.2 cm . Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 664591) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, hyperlipidemia, hypertension, irritable bowel syndrome, gerd and c-section. Concurrent conditions included cervical dysplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017, metrorrhagia, haemorrhage nos, dysfunctional uterine bleeding, follicular cyst of ovary, endometrial metaplasia, benign fallopian tube neoplasm, follicular cyst of ovary, breast nodule and cholecystectomy. Concomitant products included acebutolol hydrochloride (sectral), bupropion hydrochloride, diazepam (valium), doxycycline hyclate, omeprazole, oxycodone hydrochloride;paracetamol (percocet) and rosuvastatin calcium (crestor). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("miscarriage"), experienced abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), cyst ("cysts"), rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), palpitations ("blood or heart disorder/condition type: palpitations"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gaastrointestinal or digestive system condition disorder"), back pain ("lower back pain /middle back pain"), pain in extremity ("left leg pain /left foot pain"), musculoskeletal pain ("left shoulder pain"), arthralgia ("bilatral wrists pain"), oropharyngeal pain ("my throat and neck hurt so bad"), neck pain ("my throat and neck hurt so bad"), malaise ("so over being sick"), dyspnoea ("had a very bad night last night kept waking up because I coudnt breathe "), pyrexia ("fever"), chills, myalgia ("muscles and joints hurting all over"), pain ("believe me I hurt all over"), rhinorrhoea ("my nose is pouring"), head discomfort ("congested in my head and chest"), respiratory tract congestion ("congested in my head and chest"), hypoaesthesia ("I still have numbness"), toothache ("I forget how much a toothache really hurt till last night "), insomnia ("insomnia is my enemy"), loss of libido ("loss of my libido"), hypertension ("hypertension"), deep vein thrombosis ("deep vein thrombosis"), amnesia ("memory loss"), kidney infection ("chronic kidney infection"), intervertebral disc degeneration ("I also have degenerative disc disease inn which I didnt have before"), nipple pain ("now my right nipple has been hurting so bad"), blood pressure high ("doesnt drop my blood pressue "), arrhythmia ("which helps my arrhythmia"), gingival swelling ("my gums do swell up about 3-4 times a month."), urinary incontinence ("I was incontinent of urine"), cauda equina syndrome ("I had cauda equina syndrome"), intervertebral disc protrusion ("herniated disc in the lower lumbar"), constipation ("constipation"), flatulence ("gas"), other disorders of intestine ("bowel issues"), breast tenderness ("the brest is very tender area"), breast mass ("I had a breast mass that was staying infected"), fall ("I fall somewhere"), diverticulitis ("yeah its diverticulitis with an abscecss"), pain of skin ("sores in my scalp"), lymphadenopathy ("I currently do have a swollen lymph nodes in right groin"), diarrhoea ("I m having every time I go to the bathroom"), menopausal symptoms ("menopausal symptoms"), hot flush ("hot flashes all the time"), neuralgia ("I struggle with nerve pain"), paralysis ("paralysis"), tremor ("tremors"), dysarthria ("slurred speech"), vertigo ("vertigo"), haemorrhagic cyst ("pathology showed huge haemorrhagic cyst"), menstruation irregular ("irregular periods "), fungal infection ("yeast infection"), bacterial infection ("bacterial infection"), spinal disorder ("I have lot of spine problems"), cerebrovascular accident ("stroke"), dry skin ("dry skin"), vitamin d deficiency ("vitamin d deficiency"), rheumatoid arthritis ("ra"), vomiting ("vomiting") and abdominal pain upper ("stomach cramps"), was found to have weight increased ("weight gain") and underwent colectomy ("colon resection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, cyst, rash, abdominal distension, infection, urinary tract infection, vaginal infection, anxiety, depression, female sexual dysfunction, fibromyalgia, palpitations, tooth disorder, dysmenorrhoea, allergy to metals, nausea, vaginal discharge, dizziness, weight increased, fatigue, gastrointestinal disorder, pain in extremity, musculoskeletal pain, arthralgia, oropharyngeal pain, neck pain, malaise, dyspnoea, pyrexia, myalgia, pain, rhinorrhoea, head discomfort, respiratory tract congestion, toothache, insomnia, loss of libido, hypertension, deep vein thrombosis, amnesia, kidney infection, intervertebral disc degeneration, nipple pain, blood pressure high, gingival swelling, urinary incontinence, cauda equina syndrome, intervertebral disc protrusion, constipation, flatulence, other disorders of intestine, colectomy, breast tenderness, breast mass, fall, diverticulitis, pain of skin, lymphadenopathy, diarrhoea, menopausal symptoms, hot flush, neuralgia, paralysis, tremor, dysarthria, vertigo, haemorrhagic cyst, menstruation irregular, fungal infection, bacterial infection, spinal disorder, cerebrovascular accident, dry skin, vitamin d deficiency, rheumatoid arthritis, vomiting and abdominal pain upper outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, dyspareunia and alopecia had resolved and the back pain, hypoaesthesia and arrhythmia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arrhythmia, arthralgia, back pain, bacterial infection, breast mass, breast tenderness, cauda equina syndrome, cerebrovascular accident, chills, colectomy, constipation, cyst, deep vein thrombosis, depression, diarrhoea, diverticulitis, dizziness, dry skin, dysarthria, dysmenorrhoea, dyspareunia, dyspnoea, fall, fatigue, female sexual dysfunction, fibromyalgia, flatulence, fungal infection, gastrointestinal disorder, gingival swelling, haemorrhagic cyst, head discomfort, headache, hot flush, hypertension, hypoaesthesia, infection, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, kidney infection, loss of libido, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, nipple pain, oropharyngeal pain, pain, pain in extremity, pain of skin, palpitations, paralysis, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, respiratory tract congestion, rheumatoid arthritis, rhinorrhoea, spinal disorder, tooth disorder, toothache, tremor, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vitamin d deficiency, vomiting, weight increased, blood pressure high and other disorders of intestine to be related to essure. The reporter commented: insertion details:17jun2010:the essure was placed without difficulty in the right tubal ostia with one coil protruding and four coils protruding on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Patient's current weight 170 lbs. 17aug2017:surgical pathology report:one adnexa consists of an ovary which measures 3.2 x 2,5 x 2.5 cm. Adhesions extend to the fimbriated end of the adjacent fallopian tube. On sectioning, the ovary shows numerous cysts, including an apparent corpus luteal cyst which measures 1.2 cm. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea & following ones were described in social media: abdominal pain upper, vomiting, rheumatoid arthritis, vitamin d deficiency, dry skin, cerebrovascular accident, spinal disorder , bacterial infection, fungal infection, menstrual irregular, hemorrhagic cyst, vertigo, dysarthria, tremor, paralysis, neuralgia, hot flush, menopausal symptoms, diarrhea, lymphadenopathy, pain of skin, diverticulitis, fall, breast mass, breast tenderness, colectomy, gastrointestinal disorder, flatulence, constipation, intervertebral disc protrusion, cauda equina syndrome, urinary incontinence, gingival swelling, arrhythmia, hypertension, nipple pain, kidney infection, intervertebral disc degeneration, amnesia, deep vein thrombosis, loss of libido, insomnia, toothache, hypoesthesia, hypertension, respiratory tract congestion, head discomfort, rhinorrhoea, pain, myalgia, chills, pyrexia, dyspnoea, malaise, neck pain, oropharyngeal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: social media received: aka name was added. New events- abdominal pain upper, vomiting, rheumatoid arthritis, vitamin d deficiency, dry skin, cerebrovascular accident, spinal disorder , bacterial infection, fungal infection, menstrual irregular, hemorrhagic cyst, vertigo, dysarthria, tremor, paralysis, neuralgia, hot flush, menopausal symptoms, diarrhea, lymphadenopathy, pain of skin, diverticulitis, fall, breast mass, breast tenderness, colectomy, gastrointestinal disorder, flatulence, constipation, intervertebral disc protrusion, cauda equina syndrome, urinary incontinence, gingival swelling, arrhythmia, hypertension, nipple pain, kidney infection, intervertebral disc degeneration, amnesia, deep vein thrombosis, loss of libido, insomnia, toothache, hypoesthesia, hypertension, respiratory tract congestion, head discomfort, rhinorrhoea, pain, myalgia, chills, pyrexia, dyspnoea, malaise, neck pain, oropharyngeal pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 664591) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included overweight, hyperlipidemia, hypertension, irritable bowel syndrome, gerd and c-section. Concurrent conditions included cervical dysplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017, metrorrhagia, haemorrhage nos, dysfunctional uterine bleeding, follicular cyst of ovary, endometrial metaplasia, benign fallopian tube neoplasm, follicular cyst of ovary, breast nodule and cholecystectomy. Concomitant products included acebutolol hydrochloride (sectral), bupropion hydrochloride, diazepam (valium), doxycycline hyclate, omeprazole, oxycodone hydrochloride;paracetamol (percocet) and rosuvastatin calcium (crestor). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("miscarriage"), experienced abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), cyst ("cysts"), rash ("skin rashes"), abdominal distension ("bloating"), infection ("infections"), palpitations ("blood or heart disorder/condition type: palpitations"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition disorder"), back pain ("lower back pain /middle back pain"), pain in extremity ("left leg pain /left foot pain"), musculoskeletal pain ("left shoulder pain"), arthralgia ("bilateral wrists pain"), oropharyngeal pain ("my throat and neck hurt so bad"), neck pain ("my throat and neck hurt so bad"), malaise ("so over being sick"), nocturnal dyspnoea ("had a very bad night last night kept waking up because I couldn't breathe "), pyrexia ("fever"), chills ("chills"), myalgia ("muscles and joints hurting all over"), pain ("believe me I hurt all over"), rhinorrhoea ("my nose is pouring"), head discomfort ("congested in my head and chest"), respiratory tract congestion ("congested in my head and chest"), hypoaesthesia ("I still have numbness"), toothache ("I forget how much a toothache really hurt till last night "), insomnia ("insomnia is my enemy"), loss of libido ("loss of my libido"), hypertension ("hypertension"), deep vein thrombosis ("deep vein thrombosis"), amnesia ("memory loss"), kidney infection ("chronic kidney infection"), intervertebral disc degeneration ("I also have degenerative disc disease inn which I didnt have before"), nipple pain ("now my right nipple has been hurting so bad"), blood pressure high ("doesn't drop my blood pressure "), arrhythmia ("which helps my arrhythmia"), gingival swelling ("my gums do swell up about 3-4 times a month."), urinary incontinence ("I was incontinent of urine"), cauda equina syndrome ("I had cauda equina syndrome"), intervertebral disc protrusion ("herniated disc in the lower lumbar"), constipation ("constipation"), flatulence ("gas"), other disorders of intestine ("bowel issues"), breast tenderness ("the brest is very tender area"), breast mass ("I had a breast mass that was staying infected"), fall ("I fall somewhere"), diverticulitis ("yeah its diverticulitis with an abscess"), pain of skin ("sores in my scalp"), lymphadenopathy ("I currently do have a swollen lymph nodes in right groin"), diarrhoea ("I m having every time I go to the bathroom"), menopausal symptoms ("menopausal symptoms"), hot flush ("hot flashes all the time"), neuralgia ("I struggle with nerve pain"), paralysis ("paralysis"), tremor ("tremors"), dysarthria ("slurred speech"), vertigo ("vertigo"), haemorrhagic cyst ("pathology showed huge haemorrhagic cyst"), menstruation irregular ("irregular periods "), fungal infection ("yeast infection"), bacterial infection ("bacterial infection"), spinal disorder ("I have lot of spine problems"), cerebrovascular accident ("stroke"), dry skin ("dry skin"), vitamin d deficiency ("vitamin d deficiency"), rheumatoid arthritis ("ra"), vomiting ("vomiting") and abdominal pain upper ("stomach cramps"), was found to have weight increased ("weight gain") and underwent colectomy ("colon resection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, cyst, rash, abdominal distension, infection, urinary tract infection, vaginal infection, anxiety, depression, female sexual dysfunction, fibromyalgia, palpitations, tooth disorder, dysmenorrhoea, allergy to metals, nausea, vaginal discharge, dizziness, weight increased, fatigue, gastrointestinal disorder, pain in extremity, musculoskeletal pain, arthralgia, oropharyngeal pain, neck pain, malaise, nocturnal dyspnoea, pyrexia, chills, myalgia, pain, rhinorrhoea, head discomfort, respiratory tract congestion, toothache, insomnia, loss of libido, hypertension, deep vein thrombosis, amnesia, kidney infection, intervertebral disc degeneration, nipple pain, blood pressure high, gingival swelling, urinary incontinence, cauda equina syndrome, intervertebral disc protrusion, constipation, flatulence, other disorders of intestine, colectomy, breast tenderness, breast mass, fall, diverticulitis, pain of skin, lymphadenopathy, diarrhoea, menopausal symptoms, hot flush, neuralgia, paralysis, tremor, dysarthria, vertigo, haemorrhagic cyst, menstruation irregular, fungal infection, bacterial infection, spinal disorder, cerebrovascular accident, dry skin, vitamin d deficiency, rheumatoid arthritis, vomiting and abdominal pain upper outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, dyspareunia and alopecia had resolved and the back pain, hypoaesthesia and arrhythmia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, amnesia, anxiety, arrhythmia, arthralgia, back pain, bacterial infection, breast mass, breast tenderness, cauda equina syndrome, cerebrovascular accident, chills, colectomy, constipation, cyst, deep vein thrombosis, depression, diarrhoea, diverticulitis, dizziness, dry skin, dysarthria, dysmenorrhoea, dyspareunia, fall, fatigue, female sexual dysfunction, fibromyalgia, flatulence, fungal infection, gastrointestinal disorder, gingival swelling, haemorrhagic cyst, head discomfort, headache, hot flush, hypertension, hypoaesthesia, infection, insomnia, intervertebral disc degeneration, intervertebral disc protrusion, kidney infection, loss of libido, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, nipple pain, nocturnal dyspnoea, oropharyngeal pain, pain, pain in extremity, pain of skin, palpitations, paralysis, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, respiratory tract congestion, rheumatoid arthritis, rhinorrhoea, spinal disorder, tooth disorder, toothache, tremor, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vitamin d deficiency, vomiting, weight increased, blood pressure high and other disorders of intestine to be related to essure. The reporter commented: insertion details: (B)(6) 2010:the essure was placed without difficulty in the right tubal ostia with one coil protruding and four coils protruding on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Patient's current weight 170 lbs. (B)(6) 2017:surgical pathology report:one adnexa consists of an ovary which measures 3.2 x 2,5 x 2.5 cm. Adhesions extend to the fimbriated end of the adjacent fallopian tube. On sectioning, the ovary shows numerous cysts, including an apparent corpus luteal cyst which measures 1.2 cm. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :dysmenorrhea & following ones were described in social media: abdominal pain upper, vomiting, rheumatoid arthritis, vitamin d deficiency, dry skin, cerebrovascular accident, spinal disorder , bacterial infection, fungal infection, menstrual irregular, hemorrhagic cyst, vertigo, dysarthria, tremor, paralysis, neuralgia, hot flush, menopausal symptoms, diarrhea, lymphadenopathy, pain of skin, diverticulitis, fall, breast mass, breast tenderness, colectomy, gastrointestinal disorder, flatulence, constipation, intervertebral disc protrusion, cauda equina syndrome, urinary incontinence, gingival swelling, arrhythmia, hypertension, nipple pain, kidney infection, intervertebral disc degeneration, amnesia, deep vein thrombosis, loss of libido, insomnia, toothache, hypoesthesia, hypertension, respiratory tract congestion, head discomfort, rhinorrhoea, pain, myalgia, chills, pyrexia, dyspnoea, malaise, neck pain, oropharyngeal pain. Lot number:664591. Manufacturing date:2009/08. Expiration date:2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("skin rashes"), migraine ("migraines"), abdominal distension ("bloating"), infection ("infections") and cyst ("cysts"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, rash, migraine, abdominal distension, infection and cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, cyst, infection, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.